Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: the device was not returned for investigation, and no images were provided. Based on the description of event and since product was not returned it has not been possible to determine the root cause of this event. However it might have been related problems with the captor valve iris or the silicon discs. It should be stated that a product that is not flushed should not be used in the procedure. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: at the preparation, the user attempted to flush the delivery system from the sideport but failed due to bad leakage from the captor valve. He rotated the captor valve to close and flushed the delivery system and opened the captor valve to use on the patient. The procedure was completed with the device. Patient outcome: the patient did not experience any adverse effects due to this occurrence.